Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient¿s batteries becoming depleted resulting in a pump to stop was confirmed via the provided log files. The provided event log file contained data spanning approximately 13 hours ((B)(6) 2023, 3:16 ¿ 16:33 per timestamp). In the first event captured in the event log file the low power hazard alarms were active due to the battery being at the low voltage threshold. The alarm transitions into a no external power alarm approximately 20 minutes later due to both batteries becoming depleted. The backup battery activated supporting the system at this time. The controller is connected to one battery that is already nearly depleted clearing the no external power alarm and supported the system with the low power hazard alarm. The battery depleted approximately 10 minutes later reactivating the no external power alarms. The backup battery supported the system for 90 minutes before the pump stopped due to the backup battery depleting. The controller was reconnected to power an unknown amount of time later and the pump restarted without issue. The clock was reset to the default date at this point due to losing all power to the controller. A review of the periodic log file showed that the 14v batteries had been in use for more than 18 hours prior to the start of the event log file. The system controller (serial number (B)(6)) was not returned for analysis. Provided information indicated that the patient was found minimally responsive at home with the batteries depleted and the pump off. Emergency medical services connected the patient to a set of batteries and brought the patient to the hospital where they ultimately passed away. It is unknown if the patient was in a condition to respond to controller alarms. There were no device issues identified during evaluation of the log files and the reported event cannot be correlated to a device related issue. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook instructs users to always connect to wall power when falling asleep or when the chance of sleep is possible. Users are warned that they may not hear low power alarms while asleep as battery power depletes which could result in the pump stopping. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. This section also instructs users that two new fully charged 14-volt batteries are expected to operate the system for approximately 17 hours, depending on your activity level. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient's wife called the ventricular assist device (vad) team on the morning of (B)(6) 2023 and stated the patient had not answered any of her texts or calls. The wife called 911 for a wellness check. The police had no answer at the door and forced entry where they found the patient minimally responsive on the ground. The vad was off at this point. Emergency medical services (ems) called the vad team, and were instructed to replace the batteries and bring the patient to the ed. The patient ultimately passed away.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Hold me 9/6. It was reported that the patient was found unresponsive with their batteries depleted at home. Log files revealed that the patient's batteries depleted and caused a low power hazard events on (B)(6) 2023 at 3:16. A no external power event was recorded on (B)(6) 2023 at 3:37. The pump was supported with the backup battery. A battery with low charge was connected to the white power lead on (B)(6) 2023 at 4:02. This caused a low power hazard alarm. Another no external power event was recorded on (B)(6) 2023 at 4:13. The pump was supported with the backup battery. The system controller was able to maintain a pump speed of 5800 rotations per minute (rpm) until (B)(6) 2023 at 5:42. The pump was off for an unknown amount of time. The controller was then connected to a charged battery at an unknown time. The date / time stamp had been reset to (B)(6) 2000 at 0:00:00. The motor speed returned to the set speed of 6000 rpms. The controller clock was synced to the system monitor on (B)(6) 2023 at 16:33:05. It was reported the patient had a massive intracerebral hemorrhage with mass effect. Recovery was unlikely. Pump MFR # 2916596-2023-06087.